Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D4: expiration date: unknown / not provided.

Event description:
It was reported that during the insertion of the scanbody, doctor was unable to unscrew it. Patient returned on (B)(6) 2025 to complete the procedure with other scanbody and the implant was not affected.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie did not receive one (1) gentek® scanbody, certain®, 4.1mmd (zfx05z-zb-ce-41) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number review, and risk management file (rmf). Complaint history review was performed for the reported lot 2409050001 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was multiple used. Product is used more times as specified. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.